Event description:
It was reported the patient experienced stimulation in the wrong location. The patient had pain in the right leg. The symptoms occurred following implant. The patient remained at home in fair condition. The patient reported he uses welding equipment at his job. The patient was seen for reprogramming and left satisfied. Additional information received from the hcp indicated the event was not attributed to the implanted device. The diagnosis associated with the event was noted as "failed neurostimulator." The patient experienced lack of effect (pre-existing pain). X-rays and reprogramming were done (no dates provided). The patient was "quite difficult to deal with." The entire system was explanted.